Event description:
Customer reported device = 184 mg/dl at about 2:30 pm. Customer took 7 units of insulin. Customer ate. Customer began feeling dizzy, hot, and threw up. 911 was called. Emergency medical technician (emt) arrived and their device - 57 & 58 mg/dl. Customer was given glucose liquid and food. Customer refused to go to the hospital. No controls were used. A request was made for return product and replacement product was sent.